Manufacturer narrative:
Correction: section g2: the report source was from health professional and user facility.

Event description:
It was reported that the patient's insertable cardiac monitor (icm) had a freeze capture not recorded, due to undersensing. Programming changes were discussed but not made. No intervention was reported. The patient had no adverse consequences.